Event description:
On (B)(6) 2011, this pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that iliac artery access was tight on both sides, and the pt had moderate iliac artery calcification, so the physician elected to place an internal conduit using gore viabahn endoprostheses in order to advance two gore dryseal sheaths. It was reported that the pt had thrombus in the aortic neck, but no thrombus was seen in the access sites. Next, three gore excluder aaa endoprostheses were implanted with no issue. It was reported that final angiography of the treatment area showed no evidence of clot or endoleak. The pt reportedly had palpable distal pulses, tolerated the procedure, and was later removed from ventilator support. Approximately two hours post-operatively, the pt reportedly complained of a cold right foot. Follow-up imaging reportedly determined that the pt's right leg had thrombosed between the common femoral profunda and the superficial femoral artery. It was reported that the gore devices were patent, and the clot occurred below the implanted gore devices. On (B)(6) 2011, a right leg thrombectomy was performed to remove the clot. However, it was reported that the pt did not wake up from the procedure. Two computed tomography scans of the head were reportedly inconclusive. On (B)(6) 2011, it was reported the pt expired due to an unk cause, although it was reported the pt may have expired due to renal failure, as she was removed from dialysis. It was reported there are no plans for an autopsy.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device used and involved in this event: sdv1828/(B)(4). Refer to medwatch # 2953161-2011-00120 for the gore excluder aaa endoprostheses implanted and involved in this event.